Event description:
*Literature case* "the dynamic external fixation for injuries of the proximal interphalangeal joint.". Author: gregory I. Bain et al., the journal of bone & joint surgery (br). In this study, the compass hinge (smith & nephew) was applied after primary reconstruction to allow early controlled and protected movement of the pip joint. It was documented on the paper that one patient developed a wound infection with septic arthritis which ultimately resulted in an arthrodesis.

Manufacturer narrative:
It was reported from a literature review that patient developed a wound infection with septic arthritis which ultimately resulted in an arthrodesis. This paper was published in 1998. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed at this time. As device information was not made available, device history record, complaint history and sterilization documentation review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive.